Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 512 mg/dl. A correction injection via manual injection was administered to address the bg level. Reportedly a new cartridge was loaded, and insulin delivery was resumed however the altitude alarm recurred. The customer reverted to an alternate method of insulin therapy.